Event description:
It was intended to use a sprinter balloon and a non-medtronic balloon to pre-dilate a bifurcated lesion in the rca. The lesion morphology was described as "rca with 80% lesion on the medium third, intrastent, and 90% lesion on dp/vp, extended to both branches." During attempted use it was reported that both balloons burst, and a subsequent non-medtronic balloon also burst in attempting to pre-dilate the lesion. The lesion was eventually successfully pre-dilated with a third non-medtronic balloon, and a 2.5 x 12mm resolute integrity was successfully implanted. It was then intended to use a 3.5 x 38 mm resolute integrity to treat another lesion, but the stent could not cross the lesion and became deformed. The lesion was pre-dilated with another sprinter balloon successfully, and a new 3.50 x 38 mm resolute integrity stent was successfully implanted. No patient complications or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient' condition affected effectiveness of device (lesion morphology). No results available since no evaluation performed (device or procedural images not returned for review), evaluation conclusions: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology). Unable to confirm complaint (no device received for evaluation). (B)(4).